Event description:
It was reported that the customer experienced on-going, continuous low blood glucose (bg) levels of 50-60 mg/dl. Bg value not provided. The low bg causes was unknown. Customer addressed bg level by consuming carbohydrates. A system check was performed, and it was found that the customer was using cold insulin to fill cartridges and letting the filled cartridges come to room temperature. Tandem technical support educated the customer on proper insulin loading procedures.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem¿s instructions for use: insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.